Event description:
It was reported that the helix did not extend during the implant attempt. The lead was taken outside of the body and it took over 20 turns to extend the helix. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.